Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
It was later reported that, as of (B)(6) 2011 the patient had lost approximately 50 pounds in the past year. While losing the last 10 pounds, the pump had been flopping around in the patient¿s stomach. As of (B)(6) 2014, the patient was not having concerns with her device or therapy.